Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the lead appeared damaged at implant and the lead was stretched. The analyst noted that the lead has been stretched so the inner insulation buckled and prevents the helix from extending and retracting.

Event description:
It was reported that during the implant attempt, the lead was placed, tested appropriately and then dislodged. "Patient had a difficult anatomy." The physician attempted to reposition the lead but was unable to move the lead; subsequently, the lead was removed. While removing the lead it was very taut and difficult to remove. A new lead was implanted. No patient complications have been reported as a result of this event.